Event description:
It was reported that the patient was explanted of her ci on (B)(6) 2013. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.